Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for multiple samples. The following example data was provided (reference range: 1.6 to 2.6 g/dl): (B)(6) 2021 sid (B)(6) initial result = 6.69 mg/dl, new sample was collected with an initial result = 2.04 mg/dl, patient¿s previous result was 1.7 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting services including the replacement of the cc cuv dry tip which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have been no further reports of discrepant magnesium results since the current complaint. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending of the cc cuv dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cc cuv dry tip was identified.